Event description:
It was reported that during kit inspection it was noted that the ratchet handle does not move up and down. No harm or delay were reported along with this event. No adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the ratchet handle was confirmed to be stuck and would not perform the up and down motion. The ratchet handle was disassembled and overhauled and resolved the reported issue. It was noted that the unit was manufactured in july of 2020 and has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.